Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the pump had alarmed ¿res vol zero¿ approximately one hour prior. During the home disconnect process, it was observed that the medication bag remained full. The patient stated that the pump had been placed on friday and that shortly after connection, the pump had ¿acted up,¿ displaying a message regarding a ¿kink in the line.¿ according to the patient, this occurred four or five times, and each time he pressed ¿one of the white buttons,¿ after which the pump resumed running. The patient reported that he had checked the tubing and had not found any kinks or closed clamps, and that the pump had run without further alarms thereafter. The pump displayed a reservoir volume of 0 ml and a total infused volume of 138 ml since (B)(6) 2026. The medication label read: fluorouracil, total volume 138 ml over 46 hours at 3 ml/hr. The patient was instructed to power off the pump, clamp his tubing, remain connected to the pump, and contact his cancer center immediately for further guidance. The patient was not affected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.